Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: rvdr01, implantable pacemaker, (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had poor sensing and oversensing causing false ventricular high rates (vhr.) There was also a report of possible rv lead perforation at implant. The rv lead remains in use. No further patient complications have been reported as a result of this event.